Event description:
The customer reported that their intellivue x2 measurement server had a "speaker malfunction".

Manufacturer narrative:
The customer reported that their intellivue x2 measurement server had a "speaker malfunction". The limited available information is not sufficient to support that there was a health risk. In abundant caution, we will report this malfunction. Additional investigation will be done to determine if there was a health risk. A final report will be submitted once the investigation is completed. (B)(4).